Event description:
It was reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray contained a 15 cm length catheter instead of a 20 cm length catheter as stated on the packaging label. The issue was noted upon the packaging, and the device was not used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. C1 - suspect products: #3 ¿ rifampicin/minocycline hcl 1000g/kg d1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray d4 - catalog #: c-utlmy-701j-rsc-abrm-hc-fst-a-rd e3 - occupation: value analysis team specialist this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.